Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports medication leaked from the plastic part of the subcutaneous needle and only drops came out of the actual needle.

Manufacturer narrative:
Submit date: 5/24/2018, the customer did not provide a lot number or a product number associated with the complaint; therefore, the needle / assembly could not be identified. There is insufficient information to conduct an adequate investigation; therefore, no further action required at this time. If information is provided in the future, a supplemental report will be issued.